Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use. The patient was connected at the time of the alarm. During troubleshooting, nothing was found that could have caused or contributed to the alarm. The tsr advised the hp to start over with new supplies and to contact the registered nurse (rn). The hc was operational. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The lot number was unknown. The sample was returned to baxter and underwent a visual examination as well as a functional tests. No abnormalities were noted during testing. The set was visually inspected with no issues noted. A leak test was performed with no issues noted. A clamp function test was performed with no issues noted. The set was run on a homechoice with no issues noted. A clear passage test was performed with no blockages noted.